Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 33.3 mmol/l which was treated with syringe. It was unknown that auto mode feature was active or not at the time of event. Customer reported the insulin pump was operating as designed. The insulin pump will not be returned for analysis.